Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stroke occurred. In (B)(6) 2017, a left atrial appendage closure procedure was performed. A 30 mm watchman laa closure device deployed in the laa. However, there was sub-optimal closure of the laa ostium and it was determined a longer device was required. The 30 mm device was recaptured and removed. A 33 mm watchman laa closure device was then was deployed in the laa. Adequate compression and coverage of the laa ostium was noted and no residual peri device leak was noted. The device was released. Follow-up echocardiography demonstrated no significant intraatrial flow. The patient was extubated on the procedure table and transferred to the cardiac ICU in stable fashion. The patient was discharged on warfarin 5 mg po daily and discontinued eliquis 5 mg po daily. Follow up transesophageal echocardiogram (tee) for end of july. In (B)(6) 2017, the follow up tee showed no leak of the device or thrombus present. Coumadin was discontinued and the patient was put on aspirin and plavix until the 6 month point. In (B)(6) 2017, the patient was admitted to another hospital and had presented to the emergency room with right-sided facial droop and speech difficulty. The patient denied extremity weakness. It was noted that the symptoms had started the day before and had improved over the previous 24 hours. He continued to have right facial weakness. He did well with swallowing and speech was much better. MRI scan of brain revealed acute cerebral infarction, left frontal with mild dysarthria and facial weakness, atherosclerotic cerebral vascular disease, history of old right middle cerebral artery infarction with minimal residual. The patient was started back on anticoagulation with eliquis after consultation with cardiology.